Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had prime issue and had to rewind and to rewind and prime it again. The customer blood glucose was unknown at the time of the incident. Customer stated that screen was scuffed up and they had to turn the back light on and able to see it clearly. Customer also receive no delivery alert. The device will not be returned for analysis.